Manufacturer narrative:
The repair center personnel replaced the cpu pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes.

Manufacturer narrative:
E: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that a backup alarm failure had occurred. The device was in use on a patient at the time of the reported issue was discovered; however, there was no harm to the patient or user. Device evaluation and repair are pending.